Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the esc button did not respond like usual. Customer's blood glucose reading was 179 mg/dl. Customer had issues during the fill tubing process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an unresponsive buttons due to unlocked connector at lcd board. Unable to perform displacement test due to unresponsive buttons. The insulin pump had cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corners and cracked belt clip slot.